Event description:
It was reported that the battery had a low charge. The device was reported to be in use, however there was no adverse event.

Event description:
It was reported that the battery had a low charge. The device was reported to be in use, however there was no adverse event.

Event description:
It was reported that the battery had a low charge. The device was reported to be in use, however there was no adverse event. The customer worked with the technical support representative. The device needs a battery. The device is at end-of-support and no parts available. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31 december 2018. All options associated with this defibrillator were discontinued as of 31 december 2013. The end of support date for the device is 31 december 2018. The customer was aware of the end-of-life terms and the device remains at the customer site.